Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number / catalog number: sc-9218-15, serial number: (B)(4), batch / lot number: 7035195/7036325, model / catalog description: precision m8 adapter 15 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and adapters revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection on her back. Symptoms were pain and swelling. The physician believed that the infection was not device or procedure related, however, the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure. No further information could be obtained.